Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during preparation that multiple attempts to advance the lead through the coronary wire prior to delivery in the coronary sinus failed. An attempt in the opposite direction from the proximal end also failed and appeared to be blocked at the same location. The lead was replaced by another. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.